Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(4) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that the surgeon inserted the screw into the vertebral body and decided that the screw was too short. Upon removing the screw, the tip broke off and remains in the vertebral body. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The screw body was received for an evaluation. Investigation determined that the pedicle screw was in compliance and met specifications with regards to the manufacturer documents, technical drawing, and raw material inspection sheets. Examination of the fracture surfaces using a scanning electron microscope (sem) showed that a forced fracture with shearing dimples occurred in the area of the cross-holes. This indicates that the screw failed because of torsional overload during insertion. No evidence of material or manufacturing defects was found.